Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a contact case. Visual inspection found one haptic torn. Claim # (B)(4).

Manufacturer narrative:
B5 - "lens was too large" ammended to "lens was too small" in initial MDR. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 - health effect clinical code 4581: no code available (bowing of iris) should be included in initial MDR. H6 - health effect impact code 4625: additional surgery (phacoemulsification, iol implantation) should be included in initial MDR. Additional information: b5 - transient loss of bcva, glare/haloes, iritis, icl-lens contact, and icl-iris contact were also reported. The problem is reported as resolved after phacoemulsification and iol implantation. However, mild pupil corectopia is reported post explant. The cause of the event is reported as "device size may have been too small." H6 - health effect impact code 4581: no code available (icl-lens touch, icl-iris contact). (B)(4).

Manufacturer narrative:
Additional information: h6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Work order search: another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -12.50 diopter, in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to intraocular pressure spike (not controllable with drops) and lens was too large, which was causing the lens to bow towards the iris, increasing the pressure . There is no lens in the eye currently, surgeon will proceed with cataract extraction as anterior changes to the natural lens occurred after explantation. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.